Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited under sensing bipolar configuration. When the device was reprogrammed to unipolar, the lead exhibited noise. It was suspected that there was an insulation anomaly on the lead. No intervention or patient symptoms were reported.